Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, an error occurred at about fifth actuation and the blade was broken off. As the broken piece was found outside the patient's body, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.